Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check prior to starting up the cardiosave hybrid intra-aortic balloon pump, the pressure was insufficient rendering it inoperable. There was no patient involvement reported.